Event description:
Caller alleged imprecision with inratio meter.

Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr: 1.4, 2nd inr: 2.1, 3rd inr: 2.6, mean: 2.03, sd: 0.60, %cv: 29.64; 3.9 inr result was excluded from comparison test since it was performed a week prior to other inratio2 results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 07/20/2011 revealed that result comparisons met precision criteria. (See below). Investigation results for retained strip lot# 243104: donor 74, 1st inr: 2.1, 2nd inr: 1.9, 3rd inr: 2.0, mean: 2.00, %cv: 5.00. Donor 75, 1st inr: 3.6, 2nd inr: 3.7, 3rd inr: 3.7, mean: 3.67, %cv: 1.57. %cv for both donors are less than 16% and meet the criteria for precision. No further investigation will be pursued at this time. Per general description of complaint, pt was using glucose lancets for inratio2 testing. Improper lancet size was used in sample collection and pt was not able to obtain the correct sample amount. Customer was also milking finger. Per product user guide - precautions and warnings, it is suggested that users "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking the finger) releases interstitial fluid and may cause inaccurate results. (B)(4). Action threshold (B)(4) was reached. Strip lot# 243104 in complaint has strip code z45bu with brick lot# 246544, which was split into two different lots: 243104 and 251117. (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.